Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
One of the prongs on the 3-prong humeral head trials broke during trial reduction. Thinner trial and offset trial were offered as alternatives to the broken trial. Case proceeded.

Manufacturer narrative:
In the initial report, an invalid date was inadvertently documented as implant date. The device reported in this event is not implantable, therefore no implant date is required. The device was not returned for evaluation. An event regarding a fractured sr humeral head trial 48x18 was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as device not returned. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conform to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the investigation could not confirm the reported event as the device was not returned. The trial fracture most likely occurred as a result of multiple overload conditions during trialing. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened and re-evaluated. Not returned.

Event description:
One of the prongs on the 3-prong humeral head trials broke during trial reduction. Thinner trial and offset trial were offered as alternatives to the broken trial. Case proceeded.